Event description:
It was reported that the sliding tube at the foot end broke when the cot was lowered with a pt on it. He further reports the pt was not injured. There was pt involvement, however, no adverse consequences have been reported.